Event description:
Pt said since the current ins was put it, it hadn't acted right or had never been set right. Pt said they tried meeting with one rep, who said they could take the readings off a dead battery and didn't need the papers pt had of what the settings were, but pt got no satisfaction after meeting with them. Pt said they then went to another doctor and met with another rep there, but they said they couldn't "set it". Pt said the doctor said they couldn't do anything with it or get any readings on it, and the doctor had never known of not being able to do anything with it. Pt also said their previous ins lasted for 9 years and they only charged it once a month, but the current ins has to charge once a week. Pt said they would see it was down to 90% already and then when it got to 80% they would have to recharge and pt said that was how bad it had been working, it would go to 80% and they would have to recharge. Pt mentioned they didn't want to fall down as that was why the ins was put in - their leg was going out from under them because their leg was zapping and twisting it tight, so they had the ins put in. Pt said the inss always helped them before this one. Pt then said they charged to 100% yesterday, but since then it was "twisting their leg" (patient services (pss) asked if the stimulation was doing that and pt said they guessed so). Pss asked if pt had tried turning down stimulation yet, but pt said they did not know how. Pss reviewed how to turn stimulation up and down during the call, pt turned down stimulation to 0.3 and reported it was no longer twisting their leg, but they still felt the "zapping/electrical shock" (pt confirmed stimulation feeling). Pss redirected to healthcare provider to further address ins and ask about insurance coverage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-07. Reporting that the stimulator was at the same place all of the patient's batteries. There were multiple attempts to set the device to resolve the problem but it was still not right. It was noted that the issue was not resolved and they still received electric shock in their leg. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated their ins "hasn't been right since it was put it" (B)(6) 2018. The patient stated that "the manufacturing representative (rep) said he could use the same setting as the patient's old ins because the old ins worked fine. The patient said that "it feels like it's on the outside of their leg and it should be on the inside from their knee to their ankle and it's zapping them". The patient has told their rep that "it's not right and it's not where it's supposed to be". The patient noted that their knee goes out on them and then they fall, "the patient needs their knee so they don't fall". The patient has been falling since 1993. The patient is afraid that they will fall and they need their stimulation so they won't fall. The patient has not fallen they are just afraid to fall. The patient noted that the zapping and hurting her started the day that the ins was implanted. The patient then stated that she "went back and told them she was feeling it on the outside". They have not been able to resolve this issue. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the rep was aware of the patient's ins being replaced due to normal end of battery life, and her programs were copied from the old device into the new one. The patient did request a reprogramming last week through her physician. No further information was reported. Additional information was reported that the patient said her stimulation is being pulled across her leg and foot, but the patient needs stimulation from the knee down. The patient said she is living in more pain than she has been in years. The patient stated she has turned her stimulation down as far as she can. No further information was reported.